Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced complete heat block. The right ventricular (rv) lead exhibited high thresholds and impedance. The rv lead was explanted and replaced. No further patient complications have been reported as a result of this event.